Event description:
The death of the pt was due to blood loss. The pt was mortally injured during the surgery to implant the lagb (laparoscopically applied gastric banding) system. When inserting the initial trocar, an ethicon 11mm endo-pass with 30 degree laparoscope inserted, the pt's superior mesenteric vein was inadvertently cut through and through. Then, when the pt coded, the anesthesiologist inserted an IV line in the pt's neck and lacerated the internal jugular vein. The lap-band was in the process of being implanted when the pt's blood pressure began to drop and the pulse oximetry unit indicated an air embolus had occurred. The lap-band was removed before implantation was complete. Over 8 hours of emergency surgery could not save the pt. The pt's death was not due to the lap-band. This event is being reported because MFR's approach to compliance is to resolve all doubt in favor of reporting.